Event description:
It was reported that there was an alert for a one-time zero ohm reading on the right ventricular lead. Short v-v interval counts had also incremented. It was confirmed that the patient received an ablation procedure on that day. The implantable cardioverter defibrillator (ICD) is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.